Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2018 was chosen as a best estimate based on the date bsc fist became aware of the event. Block e1: this event was reported by the patient's legal representation. The surgeon is: (B)(6). Block h6: patient codes e2330, e2330 and e1405 capture the reportable events of dyspareunia, pain and dysuria. Impact codes f1903 and f2303 capture the reportable events of planned mesh removal and pain medications. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - curved was implanted into the patient during a procedure performed on (B)(6) 2018. As reported by the patient's attorney, the patient has experienced an unspecified injury. Additional information received on january 26, 2022: the patient was diagnosed with abnormal uterine bleeding, uterine fibroids, chronic pelvic pain, genital organ prolapse and stress incontinence. She was then implanted with an obtryx system - curved device during laparoscopic-assisted vaginal hysterectomy, laparoscopic bilateral salpingo-oophorectomy, anterior colporrhaphy, transobturator tape and cystoscopy procedure on (B)(6) 2018. Since her 2018 procedure, the patient has been complaining of pelvic pain irradiated down to her groins to thighs, burning sensation during urination and very painful stabbing type pain deep inside her vagina, interfering with her sexual activity. Her medications include ibuprofen 200mg. On (B)(6) 2020, the patient presented to the clinic and wanted a referral to a urogynecologist to remove mesh that causes her pain, limits her mobility, painful urination and pain with sex. On (B)(6) 2020, the patient presented for a follow-up visit. She reported a pain scale of 7. She was subsequently referred to a healthcare facility for her mesh problems.

Event description:
It was reported to boston scientific corporation that an obtryx system - curved was implanted into the patient during a procedure performed on (B)(6) 2018. As reported by the patient's attorney, the patient has experienced an unspecified injury. Additional information received on january 26, 2022: the patient was diagnosed with abnormal uterine bleeding, uterine fibroids, chronic pelvic pain, genital organ prolapse and stress incontinence. She was then implanted with an obtryx system - curved device during laparoscopic-assisted vaginal hysterectomy, laparoscopic bilateral salpingo-oophorectomy, anterior colporrhaphy, transobturator tape and cystoscopy procedure on (B)(6) 2018. Since her 2018 procedure, the patient has been complaining of pelvic pain irradiated down to her groins to thighs, burning sensation during urination and very painful stabbing type pain deep inside her vagina, interfering with her sexual activity. Her medications include ibuprofen 200mg. On (B)(6) 2020, the patient presented to the clinic and wanted a referral to a urogynecologist to remove mesh that causes her pain, limits her mobility, painful urination and pain with sex. On (B)(6) 2020, the patient presented for a follow-up visit. She reported a pain scale of 7. She was subsequently referred to a healthcare facility for her mesh problems. Additional information received on september 26, 2022: on (B)(6) 2021, the patient presented due to pain. She reported having immediate onset of significant pain after having her mesh procedure in (B)(6) 2018. It initially was mostly generalized in the lower abdominal pelvic area. She subsequently remarked that her symptoms had progressed to a lancinating vaginal pain and was radiating down both sides of her inner thigh. This made her abductors weak and impaired ambulation. She also reported increased pain with sitting, prolonged standing and walking. The patient reported frequent and urgent urination as well as hesitancy with dysuria. She worried that she might not have completely emptied her bladder. She noted persistent urinary leakage consistent with mixed incontinence and constipation with dyschezia. The patient cannot have sexual contact secondary to pain. She cannot wear tight clothing for pain. She has tried some physical therapy without benefit. Impression: obturator and pudendal neuralgia secondary to placement of her tension free vaginal tape obturator mesh. The mesh appeared to be a significant pain generator. She also has irritative bladder symptoms, most likely secondary to the mesh. Plan: complete removal of the mesh both from the vagina and groin compartments. Current medications: minipress, prozac, desyrel, vivelle patch and dietary supplements. Physical examination noted during the visit: abdomen: tenderness on deep palpation across the lower pelvic region. Pelvic: allodynia (nerve pain) from the 3 to the 9 o'clock positions, worst at 6 o'clock. Urethra was normal. The vagina showed a midline rectocele, which was relatively small. Both levator plates were tender to palpation without hypertonus. Cervix was surgically absent. Bimanual exam showed the uterus to be surgically absent palpation of the tvt-o mesh arms was exquisitely tender. Rectal: the coccyx was nontender. Both sacrospinous ligament complexes were re moderately tender with an equivocal tinel sign. On (B)(6) 2021, the patient underwent complete mesh excision with bilateral exploration. Her preoperative diagnoses included obturator neuralgia, pudendal neuralgia and dyspareunia. During the procedure, the patient was noted to have cystocele for which she also underwent cystocele repair. Findings: vaginal mesh adherent especially to the right side of the bladder with cystocele. Left groin exploration with complete mesh excision. On the right side, despite deep exploration, the mesh could not be identified. The mesh retracted into the obturator externus muscle with copious retropubic dissection from the patient's vaginal compartment with traction. The entire mesh was extracted. Cystocele was repaired with native tissue. Pathology results of mesh from bilateral groin and vagina showed fibroadipose tissue and skeletal muscle with mild chronic inflammation, fibrosis, foreign body giant cell reaction and foreign body consistent with mesh. Postoperatively the patient's pain was relatively well controlled with oral analgesics. She passed her trial of voiding. She was able to ambulate. She was therefore considered stable for discharge. She was advised to follow up with her local physicians in 1 week for wound recheck. She was given a prescription for oral analgesics.

Manufacturer narrative:
Additional information: blocks b5, b7, e1 (below) and h6: patient codes. Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2018 was chosen as a best estimate based on the date bsc first became aware of the event. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6) md. Complete mesh removal (2021) surgeon: (B)(6) md. Block h6: the following patient codes capture the reportable events below: e1405 - dyspareunia. E2330 - pain. E1301 - dysuria. E1309 - feeling of not completely emptying the bladder. E0123 (and e2330) - obturator neuralgia and pudendal neuralgia. E2326 - chronic inflammation. E2401 - impaired ambulation. E2101 - vaginal mesh adherent especially to the right side of the bladder with cystocele. E2313 - fibrosis. Impact codes f1903 and f2303 capture the reportable events of complete mesh removal and pain medications. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Correction to block h6: patient codes. E232402 has been added for nonreportable event of persistent leaking. Block b3 date of event: the exact event onset date is unknown. The provided event date of december 6, 2018 was chosen as a best estimate based on the date bsc first became aware of the event. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Complete mesh removal (2021) surgeon: (B)(6). Block h6: the following patient codes capture the reportable events below: e1405 - dyspareunia. E2330 - pain. E1301 - dysuria. E1309 - feeling of not completely emptying the bladder. E0123 (and e2330) - obturator neuralgia and pudendal neuralgia. E2326 - chronic inflammation. E2401 - impaired ambulation. E2101 - vaginal mesh adherent especially to the right side of the bladder with cystocele. E2313 - fibrosis. Impact codes f1903 and f2303 capture the reportable events of complete mesh removal and pain medications.

Event description:
It was reported to boston scientific corporation that an obtryx system - curved was implanted into the patient during a procedure performed on december 6, 2018. As reported by the patient's attorney, the patient has experienced an unspecified injury. Additional information received on january 26, 2022: the patient was diagnosed with abnormal uterine bleeding, uterine fibroids, chronic pelvic pain, genital organ prolapse and stress incontinence. She was then implanted with an obtryx system - curved device during laparoscopic-assisted vaginal hysterectomy, laparoscopic bilateral salpingo-oophorectomy, anterior colporrhaphy, transobturator tape and cystoscopy procedure on (B)(6) 2018. Since her 2018 procedure, the patient has been complaining of pelvic pain irradiated down to her groins to thighs, burning sensation during urination and very painful stabbing type pain deep inside her vagina, interfering with her sexual activity. Her medications include ibuprofen 200mg. On (B)(6) 2020, the patient presented to the clinic and wanted a referral to a urogynecologist to remove mesh that causes her pain, limits her mobility, painful urination and pain with sex. On (B)(6) 2020, the patient presented for a follow-up visit. She reported a pain scale of 7. She was subsequently referred to a healthcare facility for her mesh problems. *additional information received on (B)(6) 2022: on (B)(6) 2021, the patient presented due to pain. She reported having immediate onset of significant pain after having her mesh procedure in (B)(6) 2018. It initially was mostly generalized in the lower abdominal pelvic area. She subsequently remarked that her symptoms had progressed to a lancinating vaginal pain and was radiating down both sides of her inner thigh. This made her abductors weak and impaired ambulation. She also reported increased pain with sitting, prolonged standing and walking. The patient reported frequent and urgent urination as well as hesitancy with dysuria. She worried that she might not have completely emptied her bladder. She noted persistent urinary leakage consistent with mixed incontinence and constipation with dyschezia. The patient cannot have sexual contact secondary to pain. She cannot wear tight clothing for pain. She has tried some physical therapy without benefit. Impression: obturator and pudendal neuralgia secondary to placement of her tension free vaginal tape obturator mesh. The mesh appeared to be a significant pain generator. She also has irritative bladder symptoms, most likely secondary to the mesh. Plan: complete removal of the mesh both from the vagina and groin compartments. Current medications: minipress, prozac, desyrel, vivelle patch and dietary supplements physical examination noted during the visit: abdomen: tenderness on deep palpation across the lower pelvic region. Pelvic: allodynia (nerve pain) from the 3 to the 9 o'clock positions, worst at 6 o'clock. Urethra was normal. The vagina showed a midline rectocele, which was relatively small. Both levator plates were tender to palpation without hypertonus. Cervix was surgically absent. Bimanual exam showed the uterus to be surgically absent palpation of the tvt-o mesh arms was exquisitely tender. Rectal: the coccyx was nontender. Both sacrospinous ligament complexes were re moderately tender with an equivocal tinel sign. On (B)(6) 2021, the patient underwent complete mesh excision with bilateral exploration. Her preoperative diagnoses included obturator neuralgia, pudendal neuralgia and dyspareunia. During the procedure, the patient was noted to have cystocele for which she also underwent cystocele repair. Findings: vaginal mesh adherent especially to the right side of the bladder with cystocele. Left groin exploration with complete mesh excision. On the right side, despite deep exploration, the mesh could not be identified. The mesh retracted into the obturator externus muscle with copious retropubic dissection from the patient's vaginal compartment with traction. The entire mesh was extracted. Cystocele was repaired with native tissue. Pathology results of mesh from bilateral groin and vagina showed fibroadipose tissue and skeletal muscle with mild chronic inflammation, fibrosis, foreign body giant cell reaction and foreign body consistent with mesh. Postoperatively the patient's pain was relatively well controlled with oral analgesics. She passed her trial of voiding. She was able to ambulate. She was therefore considered stable for discharge. She was advised to follow up with her local physicians in 1 week for wound recheck. She was given a prescription for oral analgesics.

Manufacturer narrative:
Blocks b5, b7 and h6: patient codes updated based on the additional information received on january 24, 2023. Block b3 date of event: the exact event onset date is unknown. The provided event date of december 6, 2018 was chosen as a best estimate based on the date bsc first became aware of the event. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Complete mesh removal (2021) surgeon: (B)(6). Block h6: the following imdrf patient codes capture the reportable events below: e1405 - dyspareunia. E2330 - pain. E1301 - dysuria. E1309 - feeling of not completely emptying the bladder. E0123 (and e2330) - obturator neuralgia and pudendal neuralgia. E2326 - chronic inflammation. E2401 - difficulty with activities such as biking. E2101 - vaginal mesh adherent especially to the right side of the bladder with cystocele. E2313 - fibrosis. E0122 - difficulty with walking. Imdrf impact codes f1903 and f2303 capture the reportable events of complete mesh removal and pain medications.

Event description:
It was reported to boston scientific corporation that an obtryx system - curved was implanted into the patient during a procedure performed on (B)(6) 2018. As reported by the patient's attorney, the patient has experienced an unspecified injury. *additional information received on january 26, 2022: the patient was diagnosed with abnormal uterine bleeding, uterine fibroids, chronic pelvic pain, genital organ prolapse and stress incontinence. She was then implanted with an obtryx system - curved device during laparoscopic-assisted vaginal hysterectomy, laparoscopic bilateral salpingo-oophorectomy, anterior colporrhaphy, transobturator tape and cystoscopy procedure on (B)(6) 2018. Since her 2018 procedure, the patient has been complaining of pelvic pain irradiated down to her groins to thighs, burning sensation during urination and very painful stabbing type pain deep inside her vagina, interfering with her sexual activity. Her medications include ibuprofen 200mg. On (B)(6) 2020, the patient presented to the clinic and wanted a referral to a urogynecologist to remove mesh that causes her pain, limits her mobility, painful urination and pain with sex. On (B)(6) 2020, the patient presented for a follow-up visit. She reported a pain scale of 7. She was subsequently referred to a healthcare facility for her mesh problems. *additional information received on septem26, 2022: on (B)(6) 2021, the patient presented due to pain. She reported having immediate onset of significant pain after having her mesh procedure in (B)(6) 2018. It initially was mostly generalized in the lower abdominal pelvic area. She subsequently remarked that her symptoms had progressed to a lancinating vaginal pain and was radiating down both sides of her inner thigh. This made her abductors weak and impaired ambulation. She also reported increased pain with sitting, prolonged standing and walking. The patient reported frequent and urgent urination as well as hesitancy with dysuria. She worried that she might not have completely emptied her bladder. She noted persistent urinary leakage consistent with mixed incontinence and constipation with dyschezia. The patient cannot have sexual contact secondary to pain. She cannot wear tight clothing for pain. She has tried some physical therapy without benefit. Impression: obturator and pudendal neuralgia secondary to placement of her tension free vaginal tape obturator mesh. The mesh appeared to be a significant pain generator. She also has irritative bladder symptoms, most likely secondary to the mesh. Plan: complete removal of the mesh both from the vagina and groin compartments. Current medications: minipress, prozac, desyrel, vivelle patch and dietary supplements. Physical examination noted during the visit: abdomen: tenderness on deep palpation across the lower pelvic region. Pelvic: allodynia (nerve pain) from the 3 to the 9 o'clock positions, worst at 6 o'clock. Urethra was normal. The vagina showed a midline rectocele, which was relatively small. Both levator plates were tender to palpation without hypertonus. Cervix was surgically absent. Bimanual exam showed the uterus to be surgically absent palpation of the tvt-o mesh arms was exquisitely tender. Rectal: the coccyx was nontender. Both sacrospinous ligament complexes were re moderately tender with an equivocal tinel sign. On (B)(6) 2021, the patient underwent complete mesh excision with bilateral exploration. Her preoperative diagnoses included obturator neuralgia, pudendal neuralgia and dyspareunia. During the procedure, the patient was noted to have cystocele for which she also underwent cystocele repair. Findings: vaginal mesh adherent especially to the right side of the bladder with cystocele. Left groin exploration with complete mesh excision. On the right side, despite deep exploration, the mesh could not be identified. The mesh retracted into the obturator externus muscle with copious retropubic dissection from the patient's vaginal compartment with traction. The entire mesh was extracted. Cystocele was repaired with native tissue. Pathology results of mesh from bilateral groin and vagina showed fibroadipose tissue and skeletal muscle with mild chronic inflammation, fibrosis, foreign body giant cell reaction and foreign body consistent with mesh. Postoperatively the patient's pain was relatively well controlled with oral analgesics. She passed her trial of voiding. She was able to ambulate. She was therefore considered stable for discharge. She was advised to follow up with her local physicians in 1 week for wound recheck. She was given a prescription for oral analgesics. *additional information received on january 24, 2023: psychiatric evaluation date: (B)(6) 2020. Reason for visit: difficulty having sleep. History of present illness: the patient has difficulty sleeping due to racing thoughts and night terrors. She has a surgical mesh that caused problems with activities like walking and biking. Patient reported symptoms: depressed mood, loss of interest, decreased motivation, irritability, poor concentration, sleep disturbance.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2018, bsc aware date, as no event date was reported. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - curved was implanted into the patient during a procedure performed on (B)(6) 2018. As reported by the patient's attorney, the patient has experienced an unspecified injury.